Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff surgery the pliers did not work. The pliers convey the needle through the mechanism very heavily or not at all. No harm for patient, operator or third party was reported however the surgeon had to switch to a different device and technique to successfully perform the surgery.

Manufacturer narrative:
The precise cause for a clicking noise on the multifire cam lever when performing a function test on multifire scorpion hand instrument could not be determined. The mating part (needle) used in the event was not returned.